Event description:
On (b)64) 2011, pt reported the down button on the infusion device is not working. Pt stated, he noticed the issue when he programmed a large bolus and was unable to decrease it when pressing the down arrow button. Pt reported, the button pops back out when pressed. Pt stated, he does not remember getting a recall notification; advised of recall. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.